Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began on (B)(6) 2021 at 5:00 pm when he obtained an alleged inaccurate high blood glucose reading of ¿168 mg/dl¿ with the subject meter. During the call, the patient stated that he manages his diabetes with long-acting insulin at night and fast-acting humalog insulin three times a day before meals (6-10 units based on blood glucose readings and carbohydrate count). The patient informed the cca that in response to the elevated reading he took 6 units of insulin which he claimed was too much. During the call, the patient reported developing symptoms of feeling ¿dizzy, weak, blurred vision and fainted¿ 2 hours after the alleged issue began. The emergency medical services (ems) were notified for assistance. When ems arrived, the patient claimed his blood glucose measured ¿33 mg/dl¿ on the ems device. The patient claimed he was taken to the emergency room where he was treated with sugar and released later than night. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. A device history record review could not be performed as the meter serial number was unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.